Event description:
It was reported that the patient underwent a spinal posterior fixation procedure using open procedure on the left side and mini-invasive procedure on the right side at l5-s1. During the mini-invasive procedure on right side, the rod could not get through the pedicle screws. At the same time, the rod was displaced from the inserter. The right side had to change to an open procedure. The open procedure was completed without any further complications.

Manufacturer narrative:
Visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement. Additionally, rod simulation gage (B)(4) used to verify proper retention; both mmc and lmc conditions properly retained. Rod inserter also inspected for 0.5 max gap dimension, gap dimension determined to be within specification. Sextant ii assembly built and attached to sample sextant rod and multiple axial screws on a lumbar saw bone model for evaluation of rod inserter alignment and function. The rod inserter and extender assemblies were properly aligned, with the sample rod able to be inserted and removed out of multiple axial screw head "tulips" without issue.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.